Event description:
It was reported that during a de novo, moderately calcified, 90% stenosed, right internal carotid artery acculink stenting procedure, the patient became hypotensive. Atropine and dopamine medications were given as treatment. Although it was reported that the blood pressure returned to normal, it was also reported that the condition is continuing and that there was an extended hospitalization due to the hypotension. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that the hypotension resolved without an adverse patient sequela on (B)(6) 2013. No additional information was provided.